Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the pump keypad buttons required multiple presses to engage and the keypad cover was lifting off. The response issue reportedly occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/19/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/06/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad cover was completely peeled off the pump. During testing, the up arrow keypad button was intermittently unresponsive and the contrast button was completely unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts. The contrast key contact was also missing.